Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Twenty four of the reported devices were received for evaluation; events were confirmed during testing. Evaluation found internal corrosion upon disassembly for 1 device. For 16 devices, evaluation found internal corrosion and broken-down lubrication. For 3 devices, evaluation found broken-down lubrication. For 4 devices, evaluation found internal corrosion, a damaged internal component, and broken-down lubrication. These devices are not repairable and were not returned to the user facilities. One device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 25 </noe> malfunction events, in which the devices overheated. There was no patient involvement with 24 reported events and there was patient involvement reported with 1 event; no patient impact.